Manufacturer narrative:
(B)(4). This report has been identified as (B)(4). The device is currently shipping from (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(6)): fast flow, pump infused in one day instead of two days.